Event description:
It was reported that the insulin pump was unable to perform a manual prime and that all of the insulin had been pushed out from the reservoir. The caller stated that the act button was pressed continuously, and no numbers appeared on the screen. The caller stated that an infusion set and reservoir set change had already been tried. The caller stated that no numbers or second set of beeps were present. Nothing further reported. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near the display window corners were noted during a visual inspection. A missing end cap sticker was also noted. The device was unable to prime during the prime alarm test due to a faulty force sensor resistor.